Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient experienced a previous explant procedure due to an infected hematoma that followed the original implant of an artificial urinary sphincter (aus). There were no device malfunctions associated with the explanted device. A reimplant surgery was then performed in which a new aus system was implanted. The patient did not experience further adverse events.